Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
The reporter indicated that a systems diagnostics test in the or with a new generator and existing lead revealed high lead impedance during generator replacement surgery. Troubleshooting in the or revealed that the lead was problematic. Additional information obtained revealed that a systems diagnostic test was performed at a follow up visit, prior to surgery, with the treating physician and revealed high lead impedance and eri = no. Additionally, the physician reported an increase in seizure activity below pre-vns baseline, and attributed the seizure activity to battery depletion. There was no report of trauma and no believed cause for the high lead impedance. No pre-operative x-rays are available to review. The lead and the generator were replaced. The explanted lead was returned for analysis and the explanted generator was discarded.